Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power. It was noted that the battery compartment was cracked. The top of the battery cap was observed to be worn and the threads were stripped. The battery cap was unable to tighten securely to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/13/2015 with the following findings: a review of the pump black box data showed multiple pump reboots had occurred. A visual inspection of the pump revealed that the battery compartment was cracked on the side near the threads and above and below the bumper pad. The returned battery cap was observed to have stripped threads and was unable to fully attach to the pump. The pump rebooted with the returned battery cap. A test battery cap was used for testing; the 24 hour duration test was successfully completed with no power interruptions. The pump cover was removed and no evidence of internal moisture or damage to the power circuit was found. Unrelated to the complaint of intermittent power, investigation revealed a discolored display. The keypad was found for be peeling up near the ok button key. All of the keypad buttons were found to respond appropriately. The keypad cover was removed and no contamination was observed on the button contacts. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.